Manufacturer narrative:
(B)(4). This report of a check patient line alarm was confirmed and the cause was identified as fibrin blockage based on the information provided by the patient. Additional investigation is in progress through (B)(4).

Event description:
During assistance with a check patient line alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during initial drain, the patient found air within the line. The patient was told by the baxter technical service representative (tsr) to end therapy and to contact their nurse. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated that they did end therapy for the evening, and then contacted their nurse. Their nurse told them to finish therapy in the morning using manual supplies, the hp did so and was able to resume without further problems. The hp stated therapy has been going fine since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.